Event description:
It was reported the pt's ipg was flipping. The pt was having difficulties communicating with her ipg and maintaining charging sessions. It was also reported the pt's programmer was displaying unknown error messages. Follow-up is pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.